Manufacturer narrative:
Evaluation summary: evaluation of the returned device found it was fully deployed with the clip being found on the distal end of the flex-guide. The distal tip of the sheath was punctured by the clip tines as the clip was deployed and the tip was ruffled from striking the open vessel locator wings. This indicates the exchange sheath had elongated and stretched beyond the distal end of the tube set during thumb advancement, subsequently interfering with clip deployment and capturing the clip. The exchange sheath had recoiled back to being within specifications when received. External and internal inspection indicated all the components functioned normally. Based on the investigation findings, the root cause for the sheath stretching beyond the distal end of the tube set and interfering with clip deployment could not be determined and will be evaluated through the corrective action/preventive action (CAPA) process. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. A used starclose se device was received from australia without any info indicating the user facility from which it came. No info was received with the device regarding the reason for sending the device to us or any use/pt details. Multiple attempts to obtain use info have been unsuccessful. No device malfunction or pt effects were reported. The device was received in a bio-hazard bag and blood was present on the device. This is being reported based on analysis of the returned device which found the clip was located at the distal end of the flex-guide. As the evaluation indicates, the device was used in a pt (as evidenced by blood present on the device) and that clip deployment was not successful (clip found on the flex guide), it is surmised that clip mislocation occurred which would result in failure to achieve hemostasis.